Manufacturer narrative:
At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific crm received information that two months prior, the clinic noted the left ventricular (lv) lead exhibited loss of capture at maximum outputs. An x-ray was taken which revealed that the lead had dislodged. Since there were no patient symptoms associated with the dislodgement, the clinic decided to take a wait and see approach. The boston scientific sales representative was contacted two months later for a lead revision procedure where the physician opted to explant the dislodged lv lead. A new lead was successfully implanted. No adverse patient effects were reported.